Event description:
It has been reported to philips that the system did not boot up successfully; it got stuck at 00:00. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not start and was stuck at 00:00. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The cause of the failure analysis confirmed a failure of the frame grabber card in the flexvision pc. The fse replaced the flexvision pc to resolve the issue. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.